Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer mother stated that customer has been experiencing high blood glucose. Caller does not trust the insulin pump. The blood glucose glucose reading at the time of the event was 500 mg/dl. The blood glucose reading has been high for 24 hours. The infusion set was changed, but the blood glucose readings remained high. Customer treated with manual injection. Customer switched to her backup device. The blood glucose reading decreased to 70 mg/dl. During troubleshooting, time and date is correct. The programming is correct. The high pressure test passed. Nothing further reported.